Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) explained rhythm real and ended with algorithm appropriately. Additional information is received indicating that this device was explanted due to infection. No additional adverse patient effects were reported.